Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 2304887 all inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced needle through shield after recapping. The following information was provided by the initial reporter: on 3/8/23, the customer informed me that while using bd insulin syringes for a self-injection prescribed by her practitioner, she pushed the plunger to remove excess air, removed the needle cover, and then drew the solution into the syringe. She then placed the needle cover back on, but the needle poked through the needle cover and stuck her thumb. She thinks she may have bent the needle while drawing the solution. She still used the syringe to administer her treatment.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced needle through shield after recapping. The following information was provided by the initial reporter: on (B)(6) 2023, the customer informed me that while using bd insulin syringes for a self-injection prescribed by her practitioner, she pushed the plunger to remove excess air, removed the needle cover, and then drew the solution into the syringe. She then placed the needle cover back on, but the needle poked through the needle cover and stuck her thumb. She thinks she may have bent the needle while drawing the solution. She still used the syringe to administer her treatment.